Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased threshold and low r waves on the right ventricular (rv) lead. It was noted there was placement difficulty during revision, could not guide lead to desired position. The rv lead was explanted and replaced. The right atrial (ra) lead dislodged into superior vena cava (svc). It was noted it was most likely due to patient twiddling with the device. Multiple loops were seen in device pocket with lead slack. The lead was explanted and replaced. During ra/rv lead revision, the physician could not connect with rv setscrew on device header. The physician said the wrench is getting deflected off to the side and won't meet up with the screw. The ra and lv setscrews were fine. They tried a different wrench with no change in outcome. The physician finally made contact with the rv setscrew, however the screw stuck to the wrench and completely dissociated from the header and device. The physician asked for a new device. No further patient complications have been reported as a result of this event.